Event description:
A radiographic evaluation revealed that the locking key for the tibial baseplate has partially migrated out. The patient is asymptomatic. No correction has been performed to date.

Manufacturer narrative:
Investigation in progress.